Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2012, product type: lead.

Event description:
The manufacturer¿s representative (rep) reported the implantable neurostimulator (ins) was removed and the leads were fractured. The rep. Knew for sure the ins was explanted, but wasn¿t sure about whether the leads and extensions were explanted or not. It was noted the consumer resided in a nursing home and the healthcare providers there knew the deep brain stimulator (dbs) therapy was helping as they noticed now the consumer¿s health had changed for the worse due to lack of the therapy. The rep. Was unsure why the dbs components weren¿t replaced. Relevant medical history includes movement disorders. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the patient's right side implantable neurostimulator (ins) had initially been replaced with a new ins, however the wound subsequently broke down with infection so the new ins was removed. Since the patient's overall function did not appear different without the right side ins, neurosurgery did not replace the device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp indicating the wires eroded through the skin by patient-induced excoriations. At this point the infection had been resolved. No further patient complications were reported as a result of this event.